Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the prograsp forceps instrument connection between the jaw and the shaft is misaligned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the team did not report any fragments fell into the patient intraoperatively, and the procedure was completed successfully. There is no missing material/damage that was found during the reprocessing. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additionally, the instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 2.68mm x 0.60mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint regarding the instrument jaw was misaligned was confirmed by failure analysis. The probable root cause can be attributed to use conditions.